Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1: the device was returned to animas and evaluated by product analysis on 05/15/2015 with the following results the pump powers on with vibration and audio, but the screen remains blank, unable to reprogram the slave processor with a new software code: pump case removed and the display screen is intact, removed the oled display and replaced with a test display screen and display still blank. Concluded a slave processor corruption/failure. Investigation completed with returned battery cap.